Event description:
The accounts maintenance stated the bed has a wrench light flashing 8 times and he is getting a heartbeat failure. He found the coiled cable was damaged exposing bare wiring.

Manufacturer narrative:
The account has not completed repairs.